Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-25386. It was reported the pt went to the emergency room twice due to experiencing a headache. The emergency physician confirmed the pt experienced a cerebrospinal fluid leak. In turn, a CT scan was performed and the pt was treated with fluids. F/u revealed the pt's headache resolved and he is "doing well".